Event description:
The customer called to report an alarm during the manual prime. The customer's mother then called to report that the customer was hospitalized for high blood glucose levels, low blood pressure and problems with her kidneys. No blood glucose reading was reported. Prior to the event, it was stated that the customer felt dizzy, shaky and was unable to go to the bathroom. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.